Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the handle fractured, just below the knurled section, rendering the device inoperable. The handle was damaged from impacts, just above the fracture site. The device was manufactured in 2017 and exhibits signs of extensive wear / usage. This failure was likely due to fatigue loading of the weld joint caused by repeated impacts. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery when impacting and r3 impactor came apart where the handle is impacted. The weld no longer held together. It broke inside the patient, no pieces were left inside the patient (corroborated by x-rays). S+n back-up available and used. No delay or injury reported.